Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect would contribute to the event. In this case, the central aortic insufficiency was attributed to patient and procedural factors [native leaflet impingement of one of the sapien leaflets]. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After a transapical tavr procedure the patient was returned to the operating room due to severe central aortic insufficiency. The 23mm sapien xt valve was explanted and replaced with a surgical valve. Initially this patient received a 23mm sapien xt valve without any complication during the tavr procedure. Post valve placement, tee showed trace paravalvular leak. Later that evening the patient¿s pa pressures increased and a tte was done showing severe central aortic insufficiency. The patient developed shortness of breath and was intubated. The patient was returned to the operating room for open surgical removal of the sapien xt valve and placement of a surgical valve. The patient¿s chest remained opened and packed for approximately six days. The patient was unstable on inotropes. A day later the patient was being weaned off inotropes and was in stable condition. The severe central aortic insufficiency was attributed to possible native leaflet impingement of one of the sapien leaflets. The implant cardiologist also suspects the valve may have moved slightly but minimal if at all.

Manufacturer narrative:
Investigation of this event is ongoing.